Event description:
A perceval valve was implanted on (B)(6) 2018 with concomitant CABG, via full-sternotomy. On (B)(6) 2018 aortic insufficiency and paravalvular leak were identified, and the valve was explanted and replaced with a magna ease valve. It was reported that there were no patient anatomical features that were suspected to have contributed to the event. The patient outcome following re-operation was good.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(6), and nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Visual inspection of the returned device did not reveal any pre-existing defects or elements of non-conformity. There were traces of pannus and organic deposition. Dimensional analysis confirmed the correct dimensions of the device. Simulation of the collapsing and deployment procedures were performed. No problems were encountered during the positioning or collapsing of the valve. During the deployment simulation, ballooning was completed without encountering any anomalies. Sealing at the annulus level was confirmed, with the valve remaining fixed in position. A leak test did not reveal any paravalvular leak. Hydrodynamic testing of the valve was not possible due to the presence of organic debris on the valve, which precluded exhaustive investigation of the reported insufficiency. Although an exhaustive investigation of the reported event could not be completed, no device deficiencies were identified from the investigations performed. Ultimately, the root cause of the event cannot be determined from the available event information and the investigations performed.